Event description:
Product analysis (pa) for the returned generator was completed. The pulse generator was explanted/returned due to ¿prophylactic replacement¿. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). Inserted a bench lead into the returned pulse generator, past the negative connector block. Using a bench setscrew and torque wrench, installed the setscrew to secure the bench lead. Felt no resistance when installing the bench setscrew into the returned pulse generator (bench torque wrench two audible clicks). Tugged on the bench lead, that was installed into the returned pulse generator, the bench lead was secured. The bench setscrew was removed from the returned pulse generator. The returned setscrew was installed into the returned pulse generator. No resistance was felt while installing the returned setscrew into the returned pulse generator (the returned setscrew was not torqued onto the bench lead to preserve the indention marks on the returned setscrew). A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 3.533 volts as measured during completion of the final electrical test, shows an ifi=no condition. There were no performance, or any other type of adverse conditions found with the pulse generator. Decoder was reviewed and noted that there were no reboots to have taken place. Diagnostics tab was reviewed and noted the following impedance values from when high impedance began: 3/27/2021 ¿ 2333 ohms 3/29/2021 ¿ 11259 ohms other than the mentioned high impedance already captured within the file no other anomalies were noted in the decoder. Pa worksheet was reviewed and no anomalies were noted.

Event description:
Product analysis (pa) for the lead was completed. The lead assembly was returned for analysis due to high impedance. An abraded opening and punctured/tear openings were identified in the outer silicone tubing. An opening in the inner silicone tubing was identified. A break was identified in the positive coil. Scanning electron microscopy (sem) images of the positive coil broken ends show appearance suggesting that a stress induced fracture(fatigue) due to rotational forces has occurred on the positive coil. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Pa worksheet and visual analysis worksheet was reviewed. It was note that there was fluid found within the outer/inner abraded opening as well as a part of the lead was kinked. It was also noted that there was pitting on the pin.

Event description:
It was reported that the patient¿s device was showing high impedance. It was noted that the impedance during initial implant was checked multiple times and was within normal limits. X-rays were sent in for review. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. Lead connector pin insertion could not be assessed due to the angle of the image not clearly showing the area past the second connector block. Feedthru wires appeared to be intact. A portion of the lead was routed behind the generator. A strain relief bend is present in the neck area. Due to the image scope, a strain relief loop could not be discerned or assessed. 2-3 tie downs were partially visible in the images. From the discernable portion of the lead, no gross lead fractures or other anomalies were observed. The lead wire appeared to be intact at the connector block. Based on the x-rays received, it does not appear there is any clear discontinuity present. An assessment could only be made for the visible portions of the lead, and this assessment cannot preclude the possibility of microfractures or positional fractures. During surgery, pin reinsertion was attempted but impedance remained high. The generator was tested with a test resistor and generator diagnostics were performed noting impedance was within normal limits. The surgeon decided to proceed with a lead revision. Implant card was received noting both the lead and generator were replaced. During follow-up, it was noted that the surgeon and patient¿s mother decided the generator be replaced prophylactically. There were no reported falls or trauma and was said that the patient was not particularly active. The explanted device has been received for analysis and is currently ongoing. No additional relevant information has been receive to date.